Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) never worked since implant, on (B)(6) 2013. The ins never helped in controlling his symptoms. The patient wanted to talk to doctor's to see if they suggest replacing the ins. There was no trauma or fall that could be related to this issue. The patient was going to follow up with a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.